Manufacturer narrative:
Cleared image disk drives; recommended upgrade to windows 7. This report was submitted in agreement with FDA for the retrospective reporting commitment (reference: (B)(4)).

Event description:
It was reported to philips that loss of image due to system thinking disk is full; intermittent issue on a allura xper fd10/10. The clinical use of the system was in use. There was no reported patient or user harm.